Event description:
It was reported that the patient underwent a posterolateral fusion l3-s1 due to spondylolisthesis. 8 ccs of rhbmp-2/acs were used. Estimated intraoperative blood loss was 100 ccs, or time was 160 min, hospital stay was 72 hrs. 8 months post-op, the patient presented with severe lower lumbar pain. 9 months post-op, the patient underwent a hardware removal procedure of l5-s1 lumbar hardware. The patient returned to work 267 days post-op. The patient was last seen 5 months post-operatively; no additional complications were reported.

Event description:
It was reported that the patients underwent posterolateral fusions using rhbmp-2/acs. Fusions were from 1 to 4 levels. An unknown time post-operatively an unknown number of patients experienced low back pain.

Manufacturer narrative:
Mastergraft granules. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.